Event description:
The customer reported the nozzle of the subject device was clogged, and the bending angle was out of specification. The reported issues were identified while reprocessing the subject device. There was no patient or user injury reported due to the issues. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material that appeared to be made of black rubber. This report is being submitted for the foreign material.

Manufacturer narrative:
During inspection and testing of the returned device, the reported issue (reduced angulation) was also confirmed and found to be caused by a worn angulation wire. In addition, service found there was a leakage from the switch button #1, the protector was damaged, and the bending section cover was aging. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) a cleaning brush was broken when brushing the a/w (air/water) valve, and bristles of the brush entered the a/w channel and may have clogged in the nozzle. B) watertight packing / silicone adhesive / silicone parts of the peripheral device were broken and entered the channel and clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The IFU states the following about reprocessing of the a/w nozzle/channel: " reprocessing manual_ precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. Cleaning, disinfection, and sterilization procedures_ manual cleaning. Clean the external surface_. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution". Olympus will continue to monitor field performance for this device.